Event description:
During surgery, patella dome was sheared off, lugs broken, cement mantle intact. Mild poly wear on medial plateau of insert.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of provided patient x-rays and photography by depuy commercialized product development finds that all three pegs were broken from patella dome per attached image of them lying on a surgical towel; however, the location of the broken pegs cannot be seen in the x-ray image since they are made from poly material. The x-ray image shows an area of lighter radiographic density inferior to the remaining patellar bone which appears to be the bone cement mantle of the sheared-off patellar implant. Since the patellar implant material is not visible on x-ray, and the provided photograph shows an intact cement mantle on the patellar implant, this apparent cement mantle image is a good indication of the patella implant position at the time of x-ray. The report of ¿mild poly wear¿ is difficult to confirm with a photograph, and cannot be seen on the x-ray image. The cause of the reported complaints of poly wear and fracture of the patellar implant cannot be definitively determined with the information provided. A search of the complaints databases found no other reports against the provided product/lot code combinations since their release to distribution. It should be noted, the femoral and tibial component product/lot information was not provided and the complaints databases search was not possible. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Not returned.